Event description:
It was reported that this artificial urinary sphincter (aus) started not to close the urethra completely. The patient stated that he had to use a clamp and a condom. In addition, the patient consulted a urologist, and he believes that it is necessary to replace the device completely. The ipp is currently implanted. There were no additional patient complications.

Manufacturer narrative:
B3 approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that this artificial urinary sphincter (aus) started not to close the urethra completely. The patient stated that he had to use a clamp and a condom. In addition, the patient consulted a urologist, and he believes that it is necessary to replace the device completely. The ipp is currently implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) started not to close the urethra completely. The patient stated that he had to use a clamp and a condom. In addition, the patient consulted a urologist, and he believes that it is necessary to replace the device completely. The aus is currently implanted. There were no additional patient complications.